Event description:
Affiliate reported that at the beginning of the use, the icp sensor showed 2-10mmhg and then the value rose to 60mmhg rapidly. Later the value increased to 100mmhg at atmospheric pressure. The icp sensor was revised. The product operated normally. There were not adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.